Event description:
Customer reported her freestyle flash meter would not power on with the button or when a strip was inserted. The meter was returned with unit of measure in mmol/l instead of mg/dl. This is a locked meter so unit of measure should not have changed.

Manufacturer narrative:
Performed investigation on returned meter. The meter was returned with the unit of measure set to mmo/l, but using the c button, the unit of measure could be changed form mmol/l to mg/dl and vice versa. This meter is not functioning properly since the unit of measure should be locked. Customers and retailers have been informed through the fa16may2006 letter.